Event description:
Reported case at (B)(6): medtronic navigation representative (B)(6) said that he got a call from the account manager who was in the case. He said that they did a tracer registration on the patient and verified they were accurate. They went sterile and navigated the burr hole. They drilled the burr hole, and noticed that it wasn't over the tumor. They re-checked the accuracy, and the surgeon noted that she was off by 1.5 cm. They made the burr hole bigger, and took out the tumor with no impact on patient. Initial information and evaluation could not confirm whether a malfunction occurred. Medtronic navigation is submitting this report while the investigation continues in progress.

Manufacturer narrative:
Inav with axiem portable is not labeled as single use; however, any axiem instruments in use with the system are labeled as single use; "reuse" refers to the system, not the instruments. Initial evaluation determined that the system was functional (communication, ability to track verified) but accuracy was not tested; investigation in progress to assess axiem accuracy (malfunction assessment).